Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic inguinal hernia repair detailed description of event: complaint 1 of 6: #(B)(4) lot # unknown (MFR # 2027111-2021-00795). Complaint 2 of 6: #(B)(4) lot # unknown (MFR # 2027111-2021-00796). Complaint 3 of 6: #(B)(4) lot # unknown (MFR # 2027111-2021-00800). Complaint 4 of 6: #(B)(4) lot # unknown (MFR # 2027111-2021-00799). Complaint 5 of 6: #(B)(4) lot # unknown (MFR # 2027111-2021-00798). Complaint 6 of 6: #(B)(4) lot # unknown (MFR # 2027111-2021-00797). Limited information is available at this time. 5-6 ea units of cb030 were complained to not cut properly during use. Additional information received via email 13dec2021 from [name], account manager: it was confirmed that 6 units of cb030 were complained to not cut properly during use. The cutting issues occurred in one case. The lot number of each affected cb030 unit is unknown. There was no patient injury. The case was completed with a working pair of scissors. Event date and alert date is (B)(6) 2021. Procedure performed was laparoscopic inguinal hernia repair. It is reported that the blades showed issues cutting tissue early in the case. The scissors were noted to be non-functional upon initial use. Products are not available for return. Patient status: there was no patient injury. Type of intervention: the case was completed with a working pair of scissors.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic inguinal hernia repair detailed description of event: complaint 1 of 6: #: (B)(4) cb030 lot # unknown, complaint 2 of 6: #: (B)(4) cb030 lot # unknown, complaint 3 of 6: #: (B)(4) cb030 lot # unknown, complaint 4 of 6: #: (B)(4) cb030 lot # unknown, complaint 5 of 6: #: (B)(4) cb030 lot # unknown, complaint 6 of 6: #: (B)(4) cb030 lot # unknown. Limited information is available at this time. 5-6 ea units of cb030 were complained to not cut properly during use. Additional information received via email 13dec2021 from [name], account manager: it was confirmed that 6 units of cb030 were complained to not cut properly during use. The cutting issues occurred in one case. The lot number of each affected cb030 unit is unknown. There was no patient injury. The case was completed with a working pair of scissors. Event date and alert date is (B)(6) 2021. Procedure performed was laparoscopic inguinal hernia repair. It is reported that the blades showed issues cutting tissue early in the case. The scissors were noted to be non-functional upon initial use. Products are not available for return. Patient status: there was no patient injury. Type of intervention: the case was completed with a working pair of scissors.